Event description:
Report received of an overdelivery. In 2004 at an unspecified time, the pump was programmed in the continuous only mode to deliver "morphine concentration 4mg/ml", with an 8mg/hr infusion rate, a "loading dose 7mg equals 2ml", and it was unspecified whether a 4 hour limit was selected. The pharmacy contact indicated that the facility uses prefilled morphine (1mg/ml) in a 30ml vial. The customer reported that at 1300, a new vial was inserted into the pump. At 1515, the pump alarmed for "empty cartridge, check syringe." The nurse entered the patient's room to address the pump alarm, and reportedly noted that the vial was empty. The device was removed from clinical service. Pain therapy was discontinued using a pump and 4mg of morphine ivp every 2 hours was ordered. There were no reported adverse patient effects and no medical interventions were required. Though requested no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.